Event description:
It was reported that the patient had a sudden loss of therapeutic effect following a fall in (B)(6) 2015. The patient fell out of bed onto their right side and the whole side was bruised. The patient didn¿t remember if they fell on the implantable neurostimulator (ins) site and didn¿t know if the fall contributed to changes. The patient tried to make adjustments themself and was not being able to adjust stimulation. The patient synced with their ins and according to their description, stimulation was currently off. The patient was able to successfully turn stimulation back on. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va04bgy, implanted: (B)(6) 2013, product type: lead. (B)(4).